Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor signal was not found and also mentioned that they experienced low blood glucose of 50 mg/dl. The customer declined to troubleshoot for the low readings and stated they treated with food. The customer was assisted with sensor signal not found troubleshooting. The sensor was found to have a bent cannula. The customer was advised to change sensor. Customer was advised best practices for sensor site preparation and insertion techniques. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.